Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 12-may-2025. Following j&j medtech procedures, a visual inspection temperature, impedance and force test of the returned device were performed. Visual inspection revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. An ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue and high temperature reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. It was reported that when coming on ablation, an excessive heating error was displayed on the ngen monitor. The force reading was displayed as hi on the carto. The catheter was unable to be zeroed. The catheter was reseated without resolution. The tx eco cable was reseated but the issue persisted. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued with no further issues. No patient consequence was reported. Additional information was received. The temperature value was displayed high. No cut off values were exceeded. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-may-2025 observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 19-may-2025 and have assessed this returned condition as reportable.